Event description:
Additional information received reported the turn in the arch to the common carotid artery led to the rist kink.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The phenom 27 catheter was returned for analysis. No damages or irregularities were found with the phenom 27 hub. The catheter body was found to be flattened from ~21.5cm to ~16.5cm from distal end. In addition, the catheter body was found to be kinked at ~11.8cm from distal end. The phenom 27 distal tip appeared to be dislodged and damaged. The tubing material at the distal end exhibited with plastic deformation (jagged edges and stretching). The phenom 27 total and usable lengths were measured to be within specification. Based on the device analysis and reported information, the customer¿s report of ¿marker band dislodged¿ was confirmed. The damaged distal end of the catheter exhibited with plastic deformation (jagged edges and stretching) which indicated that the catheter tip got damaged and dislodged when exceeding the tensile strength of the tubing material. Highly tortuous anatomy and/or kink/damage in guide catheter/guidewire, excessive resistance during delivery and/or withdrawal can contribute to the event. However, the root cause for the damages could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the physician deployed the pipeline device. Upon removing the phenom 27 they noticed that the tip detached (marker band dislodged) and went distal into the m2-m3 region. The physician was successfully able to remove the tip using a 45 aspiration zoom catheter. Upon removing the rist catheter after the procedure, it seemed there was a distinct kink in the rist right at the area of the common carotid takeoff. The md noted that the kink must of caused friction on the phenom 27 tip during removal which could have caused the tip to detach. The catheter tip was not shaped, there was no surgical intervention required, the separation occurred during use, there was no friction, force was applied, the catheter was entrapped, there were vasospasms. No patient symptoms or further complications were reported as a result of this event. The reported device and any accessory devices were prepared and flushed as indicated in the IFU.   The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right ica with the access vessel diameter of 4mm. With a max diameter of xxx mm and a xxx mm neck diameter. It was noted the patient's blood flow was xxx and vessel tortuosity was xxx.   Ancillary devices include a 200 syncro guidewire.

Manufacturer narrative:
Continuation of d10: product ID unk-nv-rist (lot: unknown); product type: ; implant date n/a; explant date n/a medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.